Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty mode relay on the hv module.

Event description:
Complainant alleged that while attempting to pace a pt (age & gender unk), the device displayed a "pacer fault 117" message. Complainant indicated that the pt subsequently expired.